Event description:
It was reported that patient experienced pain close to lead incision site at t-spine level. MRI did not reveal any probable cause. Therapy does cover the targeted pain pattern of low back and legs. Pain in the t-spine is now where most of the pain is located. Surgical may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: this record has been made non-reportable. The event details were reported with the incorrect patient information. The initial report for this manufacturer reference number 3006705815-2022-16542 should not have been reported for this patient. The event has been documented and will be submitted with the correct information in manufacturer reference number 1627487-2022-05264.